Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check (puc). The service engineer concluded that the breathing control printed circuit board (pcb) was defective and replaced it to resolve the problem. The ventilator was returned to the customer after passed functional tests. The customer kept the defective control pcb. No further issues have been reported. The evaluation of received device logs shows that puc failed with the reported issues on february 11, 2021. The date of event will be updated accordingly. The flow test and breathing safety valve test also failed. The conclusion is that the control pcb was replaced which resolved the problem. As no faulty part was received for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).